Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology leaked at the catheter and hub junction and that the catheter hub was cracked. The following information was provided by the initial reporter: "this is a report about leakage from the catheter hub of iagbc."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology leaked at the catheter and hub junction and that the catheter hub was cracked. The following information was provided by the initial reporter: "this is a report about leakage from the catheter hub of iagbc."

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology leaked at the catheter and hub junction and that the catheter hub was cracked. The following information was provided by the initial reporter: "this is a report about leakage from the catheter hub of iagbc."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/4/2022. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one catheter adapter assembly and five photos. Upon inspection of the received unit and the photos, it was observed that there was a hole in the blue adapter. Microscopic inspection of the adapter revealed the sides of the hole had smooth surfaces indicating that it was most likely a result of a short shot during the molding process. The defect of leakage was confirmed as a result of adapter defective/damaged due to the molding process. A device history record review could not be performed as the lot number is unknown. H3 other text : see h.10.